Event description:
The manufacturer received information alleging a ventilator inoperative ("vent inop") error had occurred on a trilogy evo ventilator following completion of a software upgrade. No patient harm or injury was reported. Following successful completion of the software update, the device error logs were reviewed by a third-party service technician. Review identified a "vent inop" alarm associated with an ripc communication failure between the therapy and user interface central processing units (cpus). Replacement of the display printed circuit assembly (pca) and system pca was determined to be necessary to correct the issue. Additionally, unrelated to the reportable malfunction, the pca also requires replacement due to an evt_presspair_err event error, which is a debug message associated with transient sensor events. A final report is being submitted. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The reported failure of vent inop associated with an ripc communication failure between the therapy and user interface central processing units (cpus) is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number h358428721b82, did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.